Manufacturer narrative:
Device not returned. Ccds staff has been in contact with hcp, explaining the decontamination process, the chemicals used (sdss), and provided a link to faqs for hcps as well as suggesting airing out the masks prior to use.

Event description:
User reported chemical odor. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.